Manufacturer narrative:
All buttons functioning properly no damage on the keypad assembly. Device passed displacement test, sleep current measurement, active current measurement and selftest. Pump error alarm found in the pump history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons had delayed response. Customer¿s blood glucose was 80 mg/dl at the time of incident. Customer stated that the insulin pump had pump error alarm. Customer was able to complete rewind. The insulin pump will not be returned for analysis.